Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the therapy started earlier today using an arctic sun device. Bladder to device reads 38.9c. Esophageal reads 35c on monitor. They swapped the bladder to the monitor and esophageal to the device and they continued to read the same 39c on device and 35c on monitor. Axillary reads 36.1c. The patient did come up hot but did not feel 39c now. Therapy was currently stopped to change the pads. The patient had a bowel movement. Had nurse enable temperature port 2 and connect the temperature cable and probe in there. Temperature read 36c. Once they were finished cleaning up the patient before placing rectal tube, they took a rectal temperature. Rectal temperature to monitor reads 34.3c. Reconnected temperature cable to temperature port 1. Temperature read 36.1c. Suggested continuing therapy with the temperature reading 36c close to monitor and to look for a new cable. Suggested contacting biomed in the morning to bring up a temperature simulator key to test.